Manufacturer narrative:
B3: olympus detected the issue during the device servicing; therefore, there is no information regarding the customer reported event date. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a reportable malfunction was found. It was determined that due to the adhesive peeling around the bending tube, the connection between bending section and the distal end is detached. There was no patient involvement.